Event description:
When withdrawing the jamshidi menghini biopsy needle during a liver biopsy procedure, the needle separated from the white plastic hub which holds the needle. This caused the jamshidi menghini needle to remain in the pt and required a surgeon to be called in to remove the needle.